Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Endovascular treatment was performed. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous below the knee vessel. After the guidewire crossed the lesion, a 2mmx40mmx145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.